Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient (female, born in 1972) was implanted for a primary prevention (ischemic cardiomyopathy). She also suffers from diabetes and ventricular arrythmias. She was in sinus rhythm and spontaneous ventricular activation at the time of the inclusion. She was implanted on (B)(6) 2025 with a talentia vr and an invicta 58 1cr. She was hospitalized on (B)(6) 2025 for a heart infection and did a follow-up with a physician on (B)(6) 2025. Patient is now under antibiotherapy, and a reintervention was done on (B)(6) 2025, in order to remove the infected devices (without replacement). The sade was reported probably related to the rv lead (at least as much as related to the implant procedure). As far as we know today, the serious adverse event is ongoing and the patient is still noted as hospitalized.

Event description:
Patient (female, born in 1972) was implanted for a primary prevention (ischemic cardiomyopathy). She also suffers from diabetes and ventricular arythmias. She was in sinus rythm and spontaneous ventricular activation at the time of the inclusion. She was implanted on (B)(6) 2025 with a talentia vr and an invicta 58 1cr. She was hospitalized the (B)(6) 2025 for a heart infection, and did a follow-up with a physician the (B)(6) 2025. Patient is now under antibiotherapy, and a reintervention was done the (B)(6) 2025, in order to remove the infected devices (without replacement). The sade was reported probably related to the rv lead (at least as much as related to the implant procedure). As far as we know today, the serious adverse event is ongoing and the patient is still noted as hospitalized.

Manufacturer narrative:
Correction of imdrf codes: device code and conclusion the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The manufacturing and sterilization processes as well as device history records show that the subject device has been manufactured and delivered to the field following all applicable procedures. This case is retained and utilized for trending purposes.

Manufacturer narrative:
The UDI has been added in this follow-up MDR. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The manufacturing and sterilization processes as well as device history records show that the subject device has been manufactured and delivered to the field following all applicable procedures. This case is retained and utilized for trending purposes.

Event description:
Patient (female, born in 1972) was implanted for a primary prevention (ischemic cardiomyopathy). She also suffers from diabetes and ventricular arythmias. She was in sinus rythm and spontaneous ventricular activation at the time of the inclusion. She was implanted on (B)(6) 2025 with a talentia vr and an invicta 58 1cr. She was hospitalized the (B)(6) 2025 for a heart infection and did a follow-up with a physician the (B)(6) 2025. Patient is now under antibiotherapy, and a reintervention was done the (B)(6) 2025, in order to remove the infected devices (without replacement). The sade was reported probably related to the rv lead (at least as much as related to the implant procedure). As far as we know today, the serious adverse event is ongoing and the patient is still noted as hospitalized.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The manufacturing and sterilization processes as well as device history records show that the subject device has been manufactured and delivered to the field following all applicable procedures. This case is retained and utilized for trending purposes.

Event description:
Patient (female, born in 1972) was implanted for a primary prevention (ischemic cardiomyopathy). She also suffers from diabetes and ventricular arrythmias. She was in sinus rhythm and spontaneous ventricular activation at the time of the inclusion. She was implanted on (B)(6) 2025 with a talentia vr and an invicta 58 1cr. She was hospitalized the (B)(6) 2025 for a heart infection, and did a follow-up with a physician the (B)(6) 2025. Patient is now under antibiotherapy, and a reintervention was done the (B)(6) 2025, in order to remove the infected devices (without replacement). The sade was reported probably related to the rv lead (at least as much as related to the implant procedure). As far as we know today, the serious adverse event is ongoing and the patient is still noted as hospitalized.